Event description:
Rn (registered nurse) heard the pump alarm coming from the patient's room. Upon entering, the rn noticed an error code with a hazard sign and an error code listed as 2002. The levophed that had been running through this pump had ceased running upon this alarm code popping up. Following the pump malfunction, the nurse began to swap the levophed to another channel. While this was happening, the patient's blood pressure drastically dropped for which the patient received treatment.

Event description:
Registered nurse heard the pump alarm coming from the patient's room. Upon entering, the registered nurse noticed an error code with a hazard sign and an error code listed as 2002. The levophed that had been running through this pump had ceased running upon this alarm code popping up. Following the pump malfunction, the nurse began to swap the levophed to another channel. While this was happening, the patient's blood pressure drastically dropped for which the patient received treatment.